Manufacturer narrative:
Initial reporter information and patient identifier information cannot be provided due to the restriction by the (B)(6) privacy regulation. Medtronic representative reported the complaint on behalf of the customer. Medtronic did not received the suspect device/component from the customer, but the device has not yet been evaluated to date. Review of the images attached confirmed that there was an error logged. As the ventilator or any replaced parts has not been received for investigation, a definitive conclusion as to the root cause of the reported fault cannot be determined at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, this 840 ventilator stopped working, generated a safety valve open message and back up alarm. Additionally, it was reported that the ventilator generated a graphical user interface (gui) test failure diagnostic code. The patient was transferred to an alternate ventilator without injury.

Manufacturer narrative:
Section d9 was updated due to part return additional code added to section h6 evaluation code result. Correction to initial report (due to part return) section h6 evaluation code method - remove b17 and add b01 result -remove c20 and add c19 h3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this 840 ventilator stopped working, generated a safety valve open message and back up alarm. Additionally, it was reported that the ventilator generated a graphical user interface (gui) test failure diagnostic code. The device was available for evaluation. The service personnel (sp) inspected the ventilator and could not confirm ventilation stopped. Sp found a graphical user interface (gui) reset and error alarm banner displayed. The sp confirmed code "unassigned reserved vector" and replaced the power supply as per the log. The ventilator passed all tests and calibrations per manufacturer specifications at the time of service. One power supply was received for failure analysis. The ventilator was powered up and placed into normal ventilation mode and after a short period, the reported failure was confirmed. The investigation could not confirm the reported issue but found fault with power supply as additional finding, a cause to the reported issue was not determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.